Event description:
It was reported that the fiber burnt out prematurely after 163,084 joules and 19:25 minutes of use. The physician stopped the procedure at this point. The fiber was not cleaned during the procedure. There was no information provided indicating there was any clinical consequence to the patient.

Manufacturer narrative:
Adverse event/product problem: corrected to capture aborted procedure and fiber break finding. Type of reportable event: corrected. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber tip exhibits no signs of breaks/fractures. The glass cap exhibits mild devitrification at output window. The fiber is broken within the outer flow tubing 3.0 mm from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location. The fiber was tested with hene laser fixture, aim beam is present at break location. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic.based on the product investigation, the complaint was not confirmed. There were no signs of tip blew/burned out. Due to the observed failure fiber break, the overall investigation conclusion code for the complaint is unintended user error caused or contributed to event. Excessive bending likely occurred during the procedure.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber tip exhibits no signs of breaks/fractures. The glass cap exhibits mild devitrification at output window. The fiber is broken within the outer flow tubing 3.0 mm from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location. The fiber was tested with hene laser fixture, aim beam is present at break location. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on the product investigation, the complaint was not confirmed. There were no signs of tip blew/burned out. Due to the observed failure fiber break, the overall investigation conclusion code for the complaint is unintended user error caused or contributed to event. Excessive bending likely occurred during the procedure.

Event description:
It was reported that the fiber burnt out prematurely after 163,084 joules and 19:25 minutes of use. The physician stopped the procedure at this point. The fiber was not cleaned during the procedure. There was no information provided indicating there was any clinical consequence to the patient.